Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: per the DHR mmt1809 is not a valid lot number. Please clarify the lot number that was involved in this event.--unknown at this moment. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Can you identify the product code and lot number of the product that was used? Surgicel with lot mmt1809 the following information was requested, but unavailable: 1. Please provide photos of the compromised packaging attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the product code associated with this complaint. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a craniotomy procedure on an unknown date and absorbable hemostat was used. During the surgery, the doctor found that the unopened hemostatic gauze was not tightly sealed when using it. And there is a piece of hemostatic gauze that is broken and unusable after opening. The touring nurse once again provided hemostatic gauze, and the surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: 1. What is the product code associated with this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Mmt1809 is not a valid lot number. Please clarify the lot number that was involved in this event. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.